Manufacturer narrative:
Date sent to the FDA: 06/26/2020.

Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. Sealed box of product code v372, lot phbbcjq0 received for analysis. During the visual inspection, a legend of "not for human use" at the artwork of the product could be observed, resulting in inappropriate information at the cardboard. However, the samples at the inside were reviewed and all the information were according to the requirements of the finished goods product. Events were submitted via 2210968-2020-04831, 2210968-2019-89974, 2210968-2020-04833, 2210968-2020-04835, 2210968-2020-04836, 2210968-2020-04837, 2210968-2020-04838, 2210968-2020-04839, 2210968-2020-04840 and 2210968-2020-04841. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the evaluation, a legend of "not for human use" at the artwork of the suture product was observed. There was no patient involvement. There were no patient consequences reported.